Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. E1 - name and address - previous name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed that the o2 gas module, air gas module, membrane, two battery modules and the maintenance kit 5000h needs replacement. However, the customer did not accept the quote for replacement. Given this, we have not been able to identify any root cause.